Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge broke in two pieces at some point during an open reduction internal fixation (orif) of the hand surgery performed on (B)(6) 2017. Another depth gauge was readily available for use. There was no delay in surgery and no additional medical intervention was necessary. The patient was stable following surgery. Sales representative wasn¿t present during surgery and found out about it when sterile processing found about it. This report is for one (1) depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 319.006, lot # 5740626, manufacturing location: synthes (B)(4), manufacturing date: 27 march 2008. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service & repair evaluation: the customer reported the depth gauge broke into two pieces. The repair technician reported the tip of the depth gauge broke off and was missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The depth gauge for 2.0mm and 2.4mm screws (part # 319.006) is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/ 2.4mm screws to ensure the correct screw length is used during the procedure. The returned depth gauge was inspected at customer quality (cq) and the reported complaint condition of broken was confirmed. Upon visual inspection, it is observed that the needle of the depth gauge broke at its base. The sheared off needle was not returned. No new malfunctions have been identified. Whether this complaint could be replicated is not applicable because the device was returned broken. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture, needle drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis could not be completed as the needle of the depth gauge sheared off at its base and was not returned. While no definitive root cause could be determined, it is possible that the 9 year old reusable device encountered unintended forces such as being dropped or damaged during usage or handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.